Event description:
It was reported on 6/28/2006 that a pt who had previously undergone a one level acdf from c6-c7 presented with backing out of a screw from the cervical construct. The initial surgery was performed in 2005. According to documentation provided, the pt experienced pain and dysphagia since the surgery. Copies of the x-rays were presented and showed the screw backed out completely and it appeared to be positioned vertically behind the esophagus on the esophogram that was dated four mos later. The revision surgery was performed the next day after the esophogram. The x-ray from 2 mos later shows the plate in position with 3 screws instead of 4. It was also reported that the pt returned to the ER on that day and was admitted the following day for esophageal perforation. A second revision surgery was performed. According to documentation provided, the pt experienced pain and dysphagia since the initial surgery. Two mos earlier, the pt visited the ER for dysphagia and stridor. Eight days later the screw was removed post eval via esophogram. Two mos later,the pt was taken back to the ER for eval and was admitted with the diagnosis of esophageal perforation and the entire construct was removed. During surgery, it was noted that the pt had not fused and the anterior portion of the neck showed signs of infection. Upon examination of the construct, the graft was found to be loose and not consistent with fusion. The hardware and graft was replaced to assure that the pt's spine was stable. No further info is available. This event is associated with product notification as listed above. The initial surgery associated with this event occurred after the notification was rec'd by the surgeon on 11/16/2006. This is the first event since the notification and will continue to monitor for future events. No further action is required at this time.